Manufacturer narrative:
Device evaluation: the lens was returned dry in the case/vial; surgical residue was cleared; visual inspection found haptic broken. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens - -13.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to lens tear. Another same model and diopter was impanted. The new lens resolved the problem. The patient's post-op best corrected visual acuity was 20/35.